Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the stimulator adjustment was difficult, so they were hospitalized due to pain in the abdomen. A new battery was delivered, so it was inserted, but the remote control could not be charged. A red alert symbol was displayed. They asked if it was not a problem on the remote control side. A red alert symbol display and messages were checked but they did not remember them. They said that they were currently hospitalized and moving from one room to another at the hospital, so they did not have the remote control at hand and could not check it. It was advised that the response may change depending on the displayed message, in addition, if there is a problem with the remote control, they will handle it and asked them to make contact when the remote control is at hand. The patient was hospitalized for treatment of abdominal pain. The issue was not resolved at the time of the report. Additional information was received. It was reported that even when they tried to charge the remote control, a red alert-like symbol was displayed.